Event description:
The facility rep reported to largo customer service a pump observed that shuts down without warning. This event occurred during biomed testing. No patient injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device had not yet arrived at baxter for evaluation. A follow-up report will be submitted after the device has been evaluated.